Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a "broken screen" on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main front panel display and the main power switch. After being repaired the device passed all testing and met all vyaire manufacturer specifications. An email was sent asking if the suspected faulty device would be returned for evaluation. No response received from the customer. If the customer responds or additional information becomes available we will reopen the complaint file and perform further evaluation of the complaint file.